Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in the last couple days the device did not seem to be working as well. Last night patient got a shock down the leg. The only thing patient can attribute it to is the device. Patient turned stimulation off and the shocking went away. The patient changed programs and turned it back on and now 3 of the programs when patient increases amplitude all the way to up to max and they do not feel anything at all. Without the therapy on the patient is going to the bathroom every 2 hours. Patient reports no falls or traumas. The only medical procedure they recent had was removal of their chemotherapy port last friday(unrelated). Patient states local anesthetic was given and no cautery was used during this procedure. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.